Event description:
User facility report # (B)(4) reported: "the patient has had a long history with the arthritis in his hip. He started with injections then moved to a surface replacement (metal on metal) done at the (B)(6) clinic, and that was followed by a fracture of the femoral neck and subsequently a stemmed big femoral head metal on metal replacement inserted as a revision of his surface replacement. He proceeded to have significant dislocation and had his first operation at this hospital about five years ago and has subsequently had several surgeries when he had revision of his acetabular component on the femoral modular head; and about a year ago, he had removal of the acetabular component for loosening. Following his most recent revision, his prosthesis has been stable enough to allow him to participate in activities up to and including skiing. However, he has had several dislocations. Most recently, he had a dislocation of his hip. This occurred while he was skiing and he "jumped out of his hip"."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
User facility report # (B)(4) reported: "the patient has had a long history with the arthritis in his hip. He started with injections then moved to a surface replacement (metal on metal) done at the (B)(6) clinic, and that was followed by a fracture of the femoral neck and subsequently a stemmed big femoral head metal on metal replacement inserted as a revision of his surface replacement. He proceeded to have significant dislocation and had his first operation at this hospital about five years ago and has subsequently had several surgeries when he had revision of his acetabular component on the femoral modular head; and about a year ago, he had removal of the acetabular component for loosening. Following his most recent revision, his prosthesis has been stable enough to allow him to participate in activities up to and including skiing. However, he has had several dislocations. Most recently, he had a dislocation of his hip. This occurred while he was skiing and he "jumped out of his hip"."